Event description:
Attempted to deploy stent in left anterior descending. Stent balloon would not hold pressure to appropriately deploy stent. Md attempted to retrieve stent back into guide catheter unsuccessfully. M.d. Then withdrew whole system from pts body (guide catheter, wire, balloon, and stent. However, the stent was lost in the distal right femoral artery. Pt was not hemodynamically compromised during this incident. Able to proceed and deploy another stent successfully.